Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009. Inratio: 1.5; lab: 5.4; inratio: 3.3; lab: 5.4; inratio: 3.3; lab: 5.4.

Manufacturer narrative:
(B)(4). Discrepancy results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per event details, time of testing between inratio and lab is not indicated. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio meter: mean: 2.77; sd: 1.10; %cv: 39.81. Since 39.81% cv is more than 20%, the precision test failed the criteria for precision. Investigation requirements: test date - donor 1: (B)(6) 2009; donor 2: (B)(6) 2009. Returned meter: n/a; in-house meters: (B)(4). Retained strip: strip lot: 216964; strip code: md7lr; quantity: 6. Returned strip: strip lot: n/a; strip code: n/a; quantity: n/a. Comparative system: sysmex 560. Type of donors: therapeutic. Functional test: no. Visual inspection: yes. Investigation result: precision test. Donor 1: in-house (inr): 2; in-house (inr): 2.2; mean: 2.1; sd: 0.14; %cv: 6.73; resolution: pass. Donor 2: in-house (inr): 2.2; in-house (inr): 1.9; mean: 2.05; sd: 0.21; %cv: 10.35; resolution: pass. For each pair of replicates for each sample on strip lot 216964, mean and standard deviations were calculated. In-house test results have 6.73% and 10.35%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established and in-house meters. No further action is required. Accuracy test. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates of both samples for lot 216964 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: customer results analyzed and accuracy confidence were not met, one result. Precision not met criteria. Time elapse between inratio and lab results not indicated. If the time elapsed exceeds 3 hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Indicates pt history of gout. Pt condition and treatment may affect test result. In-house investigation; accuracy test performed with retain strip and in-house meters, and precision met criteria. Accuracy; strip deficiency not established. No further action required. Corrective action rationale: as of 11/10/2009, 1 discrepant results complaint was reported for lot# 216964 yielding a complaint rate of 0.001%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.